Manufacturer narrative:
An event of stenosis was reported. A more comprehensive assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Further information regarding this event has been requested. The investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2013, a tf-23a was implanted. On (B)(6) 2020, it was explanted due to severe bio prosthetic aortic stenosis.